Event description:
A customer contacted baxter's technical service ctr reporting that the homechoice (hc) machine was shocking him during the disconnect process. The home pt was standing and wearing shoes when he received a small jolt to his hand as he disconnected. He was not touching any part of the hc machine nor was he touching any other device with electrical voltage. The hc device was plugged into a grounded outlet; the power cord did not exhibit signs of damage. There had been no spills of any type on the homechoice device. There were no leaking solution bags or moisture located anywhere near the device. Following receiving the shock, the home pt was not treated medically for the shock and did not exhibit any sign of burn marks or other form of injury. The technical service rep (tsr) initiated a swap for the home pt. The tsr discussed the home pt's use of continuous ambulatory peritoneal dialysis (capd) until the replacement machine arrives. No pt injury or medical intervention was indicated at the time of the reported incident. Product surveillance contacted the home pt who stated that he did not feel that the shock was caused by static electricity.

Manufacturer narrative:
.